Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 150 mg/dl. The customer stated that the act button not responding. The customer was asked if she recalls any significant events leading to the keypad issue and she said that she don't recall. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue to use the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the device. The device had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).